Event description:
Info received indicates the call bell is not working.

Manufacturer narrative:
The technician found loose pins on the sidecom cable. The technician replaced the cable and installed a cable saver to repair the bed.